Manufacturer narrative:
Medtronic received the following information from a journal article entitled; blunt thoracic aortic injury and acute trauma: the effect on aortic diameter and the consequences for stent-graft sizing cassidy s, allouni k, day c, wells d, pherwani a, ablett d annals of vascular surgery 2021; 72: 563¿570 https://doi.org/10.1016/j.avsg.2020.10.008. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in 12 patients in the endovascular treatment of blunt thoracic aortic injuries (btai). During the procedures the following malfunctions were reported; one patient had proximal stent graft migration during deployment resulting in unintentional partial coverage of the left common carotid artery (lcca). The following adverse event as reported; another patient experienced complete left common carotid artery (lcca) coverage which required an emergent right to lcca bypass. No other complications or no patient mortality occurred at any point during the follow-up period.